Event description:
It was reported that the right ventricular (rv) lead was exhibiting a rising threshold, low impedance and undersensing of r-waves. Output was increased and sensitivity was adjusted and the lead remains in use. The patient was already hospitalized for other health issues and had gone into ventricular tachycardia (vt)/ ventricular fibrillation (vf) the night before. The patient remains in the ICU. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-45 lead, implanted (B)(6) 2000. (B)(4).